Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a failed battery test. The customer¿s blood glucose was 215 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm if the time is advancing due to button error alarm. Customer also reported to have received a failed battery test alarm when battery was reinserted and no troubleshooting was performed due to button error. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. Unable to verify failed battery test due to keypad anomaly. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Keypad connector was found closed properly during visual inspection.